Event description:
Status post bilateral subglandular inframammary gel implants (unk type/size/MFR-no records) for augmentation. These encapsulated early and pt ultimately developed a left breast cancer, "appt" state I-ii and was treated with modified radical mastectomy and no evidence of disease since. In 1988 pt had right capsulectomy/removal and reconstruction with left 360:40 mcghan bilumen subpectorally and right 260:40 mcghan bilumen - pt also later had a right mastopexy and left "na" reconstruction. The pt complains of the left being too small and it has drawn upward since the surgery, to the axilla. In addition, pt complains of irritation of superior pole which pt denies history of trauma to breasts and it prevents pt from wearing low cut necklines. Pt denies decreased size, but wouldn't mind being smaller on the right. Otherwise healthy.